Manufacturer narrative:
The initial reporter¿s meter (serial number (B)(4)) and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4) compared to another roche meter and a laboratory result using an unknown method. Results for patient 4 on (B)(6) 2020: the meter result was 7.2 inr at 5:25 am. The patient¿s nurse believes the meter result to be incorrect. The result obtained on coaguchek xs plus meter (serial number (B)(4)) was 4.8 inr at 5:21 am. Results for patient 1 on (B)(6) 2020: the meter (serial number (B)(4)) result was 3.4 inr at 5:32 am. The laboratory result was 2.2 inr at 6:00 am. No medical treatment was received and there was no change in warfarin dose based on lab result. Neither of the patient's therapeutic ranges were not provided.